Manufacturer narrative:
The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Upon review of the medical records, the malfunction was reassessed for reportability and determined to be longer reportable. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter was allegedly involved in an adverse event with no known device problem. This information was received from a single source. There was no reported patient injury. The patient was reported to be a 39-year-old female, weighing 134kg.

Manufacturer narrative:
The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Upon review of the medical records, the malfunction was reassessed for reportability and determined to be no longer reportable. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter was allegedly involved in an adverse event with no known device problem. This information was received from a single source. There was no reported patient injury. The patient was reported to be a 39-year-old female, weighing 134kg.

Manufacturer narrative:
The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after three years, the ivc filter was removed using triaxial snare set. Digital subtraction arteriogram demonstrated minimal leg penetration of centering leg on the right. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter was allegedly involved in an adverse event with no known device problem. This information was received from a single source. There was no reported patient injury. The patient was reported to be a (B)(6) year-old female, weighing (B)(6) kg.